Event description:
It was reported that thrombosis and cerebrovascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro delivery system (wds) was implanted on (B)(6) 2026. The patient was discharged on dual antiplatelet therapy (dapt). The patient presented to another facility for a cardiac ablation, and prior to ablation a transesophageal echocardiography (tee) was performed to ruled out thrombus. A large thrombus was identified on face of the closure device. The physician indicated that they did not feel that the patient had been compliant with post-implantation drug regimen of dapt. It was also determined that the patient did not have follow up imaging after the closure device implantation. The thrombus was identified on (B)(6) 2026. On (B)(6) 2026, the implanting physician performed removal of the device related thrombus (drt) with carotid protection. It was reported that later the same day, following the attempted thrombus removal, the patient experienced a stroke. On (B)(6) 2026, it was reported that the patient remained in the hospital and a consultation for palliative care versus hospice was placed, with discussions of whether or not to place a percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2026, procedural images from the implant date were reviewed and it was noted that the closure device was tilted such that the posterior-inferior shoulder on the 135-degree image was distal to the ostial ledge, with a leak present that extended around the face of the closure device and continued to flow into the left atrial appendage (laa). No further information was provided at the time of this report.